Manufacturer narrative:
The device was received undeployed. Download data showed that the device was received in pod state 1. Indicating the device was never filled and activated. The fill septum was inspected for punctures, none were noted. Confirming that the device never was activated and therefor functioned as intended. Inspection of the pod found no damages or manufacturing deficiencies that would prevent the pod from completing activation and deploying as intended. The needle mechanism and soft cannula were not found to have deployed early as reported, as the pod was received with the needle mechanism and soft cannula not deployed.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle and cannula were already sticking out when the patient removed the needle guard cap to apply the pod.